Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was part of a revision due to infection. The ICD was explanted and replaced. Both the right atrial (ra) lead and the right ventricular (rv) lead remain in service. No additional adverse patient effects were reported.